Event description:
Patient was implanted with vectra plate and screw construct for acdf c5-c6 on an unknown day in 2008. Sometime in (B)(6) 2011, patient was diagnosed with dysphagia. On (B)(6) 2012, patient returned to the operating room for hardware removal. During the procedure, the surgeon reported that the plate was not flush with the bone at the top of the construct. The surgeon also noted that the patients esophagus had a tear at the level of the implant. Surgeon removed all hardware and repaired the esophageal tear. This is 2 of 6 reports for this event.

Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates the screw is still blocked in the locking clip of the plate. The relevant dimensions of the screw can not be verified as the screw is blocked in the plate. A product development evaluation was also conducted and the report indicates the engineer reviewed the drawings for the screw and plate. The core of this complaint is post operative plate separation from the bone that results in a revision. The engineer reviewed risk assessment and it addresses the hazard of this complaint. Based on the occurrence rate calculated in this evaluation, the probability of this occurrence needs to be reviewed. The complaint description and returned implants do not provide adequate information to determine the root cause of this hazard.

Manufacturer narrative:
This device is used for treatment not diagnosis.(B)(4): investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. (B)(4): placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Implant done on an unknown date in 2008.